Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient's wife contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the reporter on (B) (6) 2010 and obtained the following information: due to patient's pre-existing health issues, the reporter needs to assist the patient with testing. The reporter indicated she does not test the patient on a regular basis and does not know what blood glucose readings would be considered "normal" for him. Currently, the patient manages his diabetes with diet and exercise; no adjustments were made to his regimen as a result of the alleged issue. The reported issue occurred on (B) (6) 2010 at 8:45 am. The patient's wife reported that the subject meter was reading inaccurately high compared how he was feeling. Per the reporter, the patient received a blood glucose reading of "128 mg/dl" on subject meter. Five minutes after testing, the patient complained of feeling dizzy and lightheaded. As treatment, the reporter stated she immediately gave the patient grape juice. Within five to ten minutes later, the reporter stated that the patient felt better; the patient did not retest his blood glucose on another meter. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient required assistance to administer treatment after the alleged issue occurred.